Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
Device evaluation: 2 x rms-060026-r of unknown lot number involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2023. Visual inspection: 2 stents returned. (B)(4): slight distortion noted on pigtail curl, pigtail curl measured and found to be within 0.5cm tolerance. (B)(4): slight distortion noted on pigtail curl, pigtail curl measured and found to be within 0.5cm tolerance. Functional inspection: n/a the pigtail distortion was measured on both stents and were found to be within specification. Manufacturing records: as the lot # of the rms-060026-r is unknown it is not possible to carry out a review of the manufacturing records. Prior to distribution rms-060026-r devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Review historical data: the instructions for use, ifu0020 which accompanies this device instructs the user to ¿stent migration is listed as a potential adverse event associated with indwelling ureteral stents¿ as per instructions for use, ifu0020, users are cautioned as follows: ¿individual variations of interaction between stents and the urinary system are unpredictable." There is no evidence to suggest the user did not follow the IFU. (Ifu0020). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to inherent risk of the device, as migration or stent dislodgement is a potential adverse event associated with the use of the rms device. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer the stent was sliding towards the bladder. Complaint is confirmed based on customer and/or rep testimony. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to inherent risk of the device, as migration or stent dislodgement is a potential adverse event associated with the use of the rms device. According to the initial reporter, the patient suffered no adverse events due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After the rms was placed on the patient's body for about six months, physician discovered that parts of the stent on both sides were sliding toward the bladder. The doctor felt that there was something wrong with the product and asked us to help check it.